Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 400mg/dl. Customer was treated with manual injection. There was no leak or no air bubble. Insulin exited with quick release. Customer allege for under delivering because customer delivered boluses but blood glucose was not going down. The product will not be returned for the analysis.